Manufacturer narrative:
Digital echocardiography images were returned for evaluation. An image from the implant procedure shows a deployed gore® cardioform septal occluder. The left and right atrial discs appear to be on their respective sides of the atrial septum and the device appears stable. Imaging from 4 days post procedure shows what appears to be thrombus on both discs.

Manufacturer narrative:
Device information is not available; therefore, a review of the manufacturing records cannot be performed. The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic event resulting in clinical sequelae as a potential device or procedure related adverse event.

Event description:
It was reported the physician implanted a 30 mm gore® cardioform septal occluder to close a patent foramen ovale on (B)(6) 2019. On (B)(6) 2019, transesophageal echocardiography showed thrombus on the left and right atrial discs of the occluder. The patient has been on a continuous infusion of heparin, and no thrombus was seen on a transesophageal echocardiogram on (B)(6) 2019. The patient is doing well and will be tested for any underlying thrombotic disorders.